Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had experienced lumbar pain. The patient underwent a revision procedure wherein, the old ipg was replaced and new leads were added. The patient was doing well postoperatively and the explanted ipg will not be returned.